Event description:
It was reported that patient is going to undergo a ipg replacement for a unknown reason. Surgical intervention is still pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information received reports that patient does not need a ipg replacement.

Manufacturer narrative:
Correction b5: additional information received reports that patient does not need a ipg replacement. This device is no longer reportable.